Manufacturer narrative:
Analysis found that the nose bearings were corroded. The allegation of overheating was confirmed. The maximum temperature within one minute of testing was 126 degrees f. The nose bearings and several other internal components have been replaced. The device was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare reporter reported via manufacturer representative that the handpiece overheated during the procedure. There was no known patient impact.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative that the procedure was cochlear implant. The device was getting very hot even though they used a cooling tube. They changed the irrigation tip and checked whether that blocked with bone chips but the handpiece was still hot. There was no delay in the procedure. They use another handpiece to complete the surgery. There was no patient impact.